Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an external ram error alarm on the insulin pump. The customer also reported a motor error alarm while rewinding the insulin pump. Customer's blood glucose was 122 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with motor error alarms due to a jammed gearbox. Unable to perform error test due to constant motor error alarms during rewind. Unable to verify other error alarms due to constant motor error alarm at rewind. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.